Manufacturer narrative:
The device was returned fully deployed. The download data shows that on 0x18 alarm was generated and timeouts were observed, but no drive stalls. The device was returned with the reservoir empty, which is why the 0x18 alarm was generated. The timeouts were generated due to the plunger hitting the bottom of the reservoir. Investigation of the adhesive welds found no damages or deficiencies, therefore it cannot be determined what that cause of the adhesive failure was. In addition, no damages or deficiencies on the device were observed that would cause a dislodge. No other damages or deficiencies were observed; the device ran as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge.